Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. No frozen display or unexpected numbers scrolling during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The mother reported via phone call that the insulin pump was frozen. The mother stated the battery was replaced and the numbers on the insulin pump began to scroll. It was found a button error alarm occurred after. The customer's blood glucose was 388 mg/dl. Customer has corrected their blood glucose with a manual injection. The mother also reported the time stamp was visible even though the insulin pump's display was frozen. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.